Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician experienced fixation difficulty when trying to position the right ventricular (rv) lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.